Event description:
It was reported that postop of a bariatric procedure, the patient was returned to the operating room with a staple line leakage. No anomalies were noted during the initial procedure. The patient is currently fine. The device was discarded. Additional information being requested.

Manufacturer narrative:
Device was not returned for evaluation. The complaint could not be confirmed, because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.